Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. An event related to another device used in the procedure is captured in 3004742232-2020-00284. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the proximal circumflex. The lesion had greater than 270 degrees of calcification with 95% stenosis. The vessel was moderately tortuous and varied from 4.0 to 1.2 mm in diameter. The lesion was treated in a distal to proximal direction on low speed and became stuck at the left anterior descending artery and circumflex bifurcation. A high speed treatment was performed in a proximal to distal direction, and the oad driveshaft fractured. The proximal driveshaft was cut. An extension catheter was inserted, covered the fractured driveshaft fragment, and the fragment was successfully retrieved. The procedure was completed, and the patient was in good condition.